Event description:
It was reported that the handpiece began overheating prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated.